Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stopped to working and fill tubing was not working. The customer¿s blood glucose was 12.5 mmol/l. Customer stated that they were unable to exit the preparing to prime loop. Troubleshooting was done and did not receive second series of beeps nor did numbers appear on the screen. Customer reports that they had to do rewind multiple times today. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime ora33 test, excessive no delivery test and occlusion test or verify prime or fill due to motor error alarm. Device passed self test. No unexpected audio/vibrate alarm anomalies noted. No unexpected blank display noted.